Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 80-year-old female with occlusions in left main coronary artery and mid right coronary artery was implanted with an impella cp device for mechanical circulatory support. The patient developed lower limb ischemia coinciding with impella support. The pump was explanted as a result of the condition, however, a peripheral angio following removal revealed a clot from the right femoral artery (rfa) to the superficial femoral artery. A spyder filter was placed in the rfa and a balloon angioplasty was performed. The patient was considered stable following the intervention.

Manufacturer narrative:
The investigation into the reported limb ischemia and thrombus has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Based on clinical description, the root cause of limb ischemia & thrombus were most likely due to patient condition. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿